Event description:
It was reported that an asahi sion blue guide wire was used to treat a moderately calcified and-99% stenosed lesion in segment #7 of the left anterior descending artery (lad). When the subject sion blue was advanced to the distal segment, the guide wire wandered in and could not be removed. An asahi sion black guide wire and an asahi suoh 03 guide wire were advanced to trap and remove the sion blue guide wire, without success. When a concomitantly used zinrai balloon catheter (kaneka medix) was dilated to withdraw the sion blue guide wire, the guide wire got fractured. An attempt was made to remove the distal segment of the sion blue guide wire but failed. An unspecified drug-eluting stent (des) was deployed over the wire fragment, and the procedure was completed. It was informed that there were no adverse patient effects caused by the reported event.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). While the reported sion blue guide wire is currently marketed in the us under the model number ahw14r104s, the subject model is marketed some areas outside the us under the model number ah14r104sr. The reported sion blue guide wire was returned for investigation. The outer coil of the returned sion blue guide wire was found elongated for approximately 130mm from the distal mid solder (set at 20mm from the wire tip to fix the outer coil onto the inner coil) and fractured. There was a trace of solder of the distal end of the inner coil at approximately 14mm distal to the distal mid solder. The core wire and twist wire of the guide wire was found tightened and fractured at approximately 14mm distal to the distal mid solder. Observation of the fracture ends of the core wire and outer coil by scanning electron microscope (sem) found a flat fracture surface attributed to accumulated torsion and a trace of twisting on each of the fracture ends. Measurement of the returned sion blue guide wire suggested that the guide wire was fractured and detached at approximately 6mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally accumulated on the subject sion blue guide wire while the distal segment of the guide wire had been ca[?][?][?][?] Due to calcified lesion and/or anatomical conditions, causing the twist wire and core wire to be twisted and fractured. As tensional stress was further applied during withdrawal attempts, the outer coil was elongated and fractured. It was concluded that the reported event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects] separation of the guide wire.